Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to address the reported event on the aia-360 instrument. The fse replaced the tip of the bf probe assembly and cleaned the detector unit to resolve the issue. The fse then proceeded to use fresh diluent, wash, and substrate solutions, calibrated the e2 assay, and ran precision test, which recovered with a cv% of 2.858. The aia-360 was performing within manufacturer's specifications. No further action was required. The aia-360 instrument, serial number (B)(4), was installed at the account on 24-aug-2018. A complaint history review and service history review for similar complaints was performed from 24-aug-2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The aia-360 operator's manual under safety precautions, states the following: contact the authorized representative. In the case of repairing and disposing, please contact the authorized representative. The estradiol st aia-pack e2 analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event was due to a faulty bf probe assembly tip and dirty detector unit.

Event description:
A customer reported to the distributor discrepant estradiol (e2) results on two (2) patients were generated with the aia-360 instrument. The customer reported that the first patient tested 463 pg/ml (reference ranges male: <25 - 75 pg/ml, female ovulating: follicular phase: 21.8 - 83.7 pg/ml, peak: 197.6 - 693.1 pg/ml, and luteal phase: 189.9 - 269.7 pg/ml) on the aia-360 instrument and 110.7 pg/ml on a different methodology at a hospital lab (refer to MFR. Report # 8031673-2019-00359). The second patient tested 437 pg/ml on the aia-360 instrument and 126.8 pg/ml on a different methodology at a hospital lab. Both patient results would have been normal (reference ranges male 20 - 240 pg/ml and female 15 -260 pg/ml. The customer re-calibrated the aia-360 instrument and repeated the patient samples with 618 pg/ml on the first result and 367 pg/ml on the second result, respectively. No information was provided to tosoh technical support regarding sample handling process; this is a low volume account and do not run many samples a week. The technical support specialist (tss) suggested to run other patient samples from the day for comparison and perform a precision study. Quality controls were within acceptable range. The next day, the results of the precision performed by the customer showed a coefficient of variation (cv%) of 7.7% with one (1) low and one (1) high outlier. The tss recommended service to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.